Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Unit had cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack. The customer stated that insulin pump exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.